Manufacturer narrative:
Follow-up #1: date of submission 5/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings .call service 064-0008 alarm observed in black box, alarm history on (B)(6) 2016. Pump powers on properly with no alarms. Rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Opened pump. Found moisture corrosion on motor flex connector. Battery compartment cracked from the top to cover part. Damaged cartridge compartment - chipped and cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.